Event description:
It was reported that the patient's pacemaker exhibited premature battery depletion resulting in failure to elicit a magnet response from the device. Low voltage output also ceased from the device. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of no magnet response and no output were confirmed. Premature discharge of battery was not confirmed. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found at normal level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated relatively low current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
New information received notes the pacemaker was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.